Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use the external pulse generator was unable to consistently maintain capture of the patient. Both the generator and the cables were changed out and the issue was resolved. The cables were discarded and the generator was returned for evaluation. No troubleshooting was done that would have isolated the source of the incident to either the cables or the generator. No patient complications have been reported as a result of this event.